Event description:
It was reported that multiple of the same cartridge alarms occurred during the load sequence. Customer loaded several new cartridges however the cartridge alarm kept recurring. The customer reverted to an alternate method for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.